Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a lung biopsy procedure performed in 2009. According to the complainant, the metal distal hub (located in-between the needle and the outer sheath) detached into the patient's lung during a routine biopsy. There was no bleeding or tissue perforation noticed, and the metal hub was successfully retrieved using biopsy forceps. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.